Event description:
Some months ago, I switched from an animas insulin pump (which is no longer available) to a medtronic 670g insulin pump system with a continuous glucose monitor and feature that automatically adjusts my basal rates to control my blood glucose readings. While this product has helped control my diabetes much, much better and is a very important part of my care regimen, I have had several problems with the sensor function since I started using the pump. Today, I called medtronic with yet another issue related to the sensor and automated basal adjustment system, and essentially, I was advised to adhere to a complicated set of instructions rather than take the action requested by the pump alerts. This involved calibration of the sensor and entering the blood glucose readings for the automatic adjustment feature. I am quite concerned that I was told not to follow the instructions the pump tells me to do and instead should follow instructions provided verbally by a technician. Now, I have no doubt that what she told me to do is correct, but ignoring the warning alerts from the medical device and taking action that is not requested by that device (i.e. Ignoring the alerts) seems inappropriate. Wouldn¿t it be better to fix the device so that it gives the correct information? While I am a very savvy medical consumer (I am actually a physician) and can remember how to take the requested actions, I worry that asking patients and/or parents of children on this pump to remember to ignore alerts and handle a different way is an extraordinary patient safety issue. I want to reiterate that this pump has been life changing for me, but I feel that medtronic has not done enough to insure patient safety and ease of use for something as important as of managing insulin delivery into one¿s body. Thank you for your time.